Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer encountered some significant air in line issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010454 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced air in line. The following information was provided by the initial reporter: it was reported by customer that they have encountered some significant air in line issues. We have encountered some significant air in line issues that im completely stumped on how to avoid: